Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed to open. A field service engineer found that drawer 1.12 was not fully extending when accessed. The fse replaced the mini engine control and the controller board, but the issue persisted. The engineer stated that the drug needed to be unloaded and reloaded correctly for the entire mini engine to open when the drug is accessed to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.